Manufacturer narrative:
Problem code 2610 for the reportable issue of bands failed to deploy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2018 . According to the complainant, during the procedure, the first and the second bands would not deploy. Reportedly, the device was removed from the patient and it was noted that all of the bands were wrinkled in the ligator head. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on 19dec2019 it was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2018 . It was reported that there was no difficulty in setting up the device.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the first and the second bands would not deploy. Reportedly, the device was removed from the patient and it was noted that all of the bands were wrinkled in the ligator head. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted. It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2018. It was reported that there was no difficulty in setting up the device.

Manufacturer narrative:
(B)(4). Block h10: investigation result: only the ligator head was returned for analysis. A visual examination of the component found four bands were present and were moved out of their position with the blue band was caught under the white band. It was noticed that the ligator head teeth were bent. Based on the evaluation of the returned ligator head, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity which could have contributed with the reported issues based on the information available and the analysis performed, it was concluded that the investigation conclusion code of this event is adverse event related to procedure, since adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the first and the second bands would not deploy. Reportedly, the device was removed from the patient and it was noted that all of the bands were wrinkled in the ligator head. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.